Event description:
Information received from the solitaire fr pms clinical trial. Treatment of an acute stroke. One day post procedure, it was reported the patient developed obstructive hydrocephalus complicated by the new cerebral infarction on the left temporal lobe, and ventricular drainage was performed. Eight days post procedure, the patient expired. The event was related to anamnestic disease. Prior to the event (new infarction), the patient presented with a stroke and was admitted to the hospital. The patient had high blood pressure prior to the treatment. T-pa treatment was not indicated for the patient two days later, the patient underwent mechanical thrombectomy and a solitaire fr was used in the basilar artery. The procedure was uneventful and the tici = 2b, aol revascularization score = 2.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. The lot history record review showed no discrepancies that might have contributed to the reported experience. (B)(4).